Event description:
Customer reported a loud pop coming from x-ray tube during case. Workstation locked up. Rebooted. System and case was completed. No patient injuries were reported.

Manufacturer narrative:
The ge service rep could not reproduce symptoms at this time. Found one overload fault in error log. The rep ran system for 5 mintues at 120 kv and .20 ma continuous fluoro. Symptom could not be reproduced. Regrease hv cables at hv tank and x-ray tube. Ran system for another 5 minutes at 120 kv and .20 ma. System operates as intended.